Manufacturer narrative:
B3: date of event is unknown; investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during administration, the nurse was unable to inject the product as the syringe appeared to be blocked. There was no reported patient involvement.

Manufacturer narrative:
A device history record (DHR) could not be completed because no verifiable lot number was identified or available in the system records. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.